Event description:
It was reported that the burr got stuck on guidewire. A 1.50mm rotalink plus was selected for use. During a rotational stereotomy procedure, 150mm rotalink plus system was used and they needed to withdraw the extra support rotawire. However, it could not be withdrawn, it got stuck inside the system. The black button on the side was pressed yet the procedure was not possible to be completed and was cancelled. The guidewire had no bend marks. There were no patient complications reported.

Manufacturer narrative:
G3 bsc aware date: corrected.

Event description:
It was reported that the burr got stuck on the wire and the procedure was cancelled. A 1.50mm rotalink plus and rotawire was selected for use. During the procedure, upon withdrawal, the extra support rotawire guide could not be removed. The burr was stuck inside. The black button on the side was pressed, but still the device could not be removed, and the procedure could not be continued. There were no patient complications reported.